Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 11 days since the bravo procedure took place, and the capsule was still attached to esophageal wall. The doctor received the required info including a technique to detach a retained capsule.